Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box data from the date of the complaint was overwritten. The complaint was unable to be confirmed or duplicated during the investigation. The current black box showed no evidence of a short battery life. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was found to be intact. The current draws were within specifications. The battery cap was able to fully tighten. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.